Event description:
It was reported that the patient's atrial lead was failing to capture and had low p-waves. A chest x-ray showed that the atrial lead had dislodged. During procedure, the lead helix would not retract. The lead was explanted and replaced. The patient was in stable condition post procedure.